Event description:
Treatment of an aneurysm. During the procedure, it was reported that the pipeline did not fully open distally after being released from the capture coil and was removed from the patient. Another pipeline was deployed, but it did not fully open proximally and was removed from the patient. No injury was reported with the patient as a result of the procedure. Same event as MDR# 2029214-2012-00733.

Manufacturer narrative:
The pipeline was returned for evaluation and one end was found to be unopened and damaged. It is likely that the damage to the braids prevented the pipeline from opening.(B)(4).